Manufacturer narrative:
Neither the device nor any imaging was available for evaluation as the device was discarded by the hospital. Investigation of the complaint confirmed that a 90mm lag screw was removed and replaced with an 80mm lag screw due to hip pain. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace an autobahn lag screw due to patient pain post operatively.